Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The stm ran the iabp through the helium leak tests as per the service manual. A leak was indicated in the console by the tests, the stm disassembled the iabp and tried to find the leak; the stm found the leak at the base of the 300psi check valve on the fill manifold. The stm then tried to tighten down the base, however it continued to leak. The stm proceeded to order and install a new check valve. The stm reassembled the iabp and performed a condole helium leak check which passed to factory specifications. The stm then ran the iabp through a complete calibration and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that a helium leak occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.